Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from air/water channel. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope distal invasion only works partially. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: jet tube/auxiliary jet channel with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a foreign material inside the jet tube. In addition to foreign material inside the jet tube, the additional evaluation findings are as follows: air/water tube with leak, suction cylinder has discoloration, due to a cut on heat shrinking tube of the forceps elevator lever; expected insulation capacity cannot be obtained, the scope connector cover unit is deformed, the plug unit has a scratch, due to damage on the air/water tube; water tightness is lost, due to wear of the angle wire, bending angle in up direction and does not meet the standard value, the objective lens has a scratch, light guide lens cracked, connecting tube has a dent/scratch, and the universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.